Event description:
Discordant, falsely low cholesterol results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were not available for re-testing. The customer stated that the patients were called for a redraw. It is unknown what the corrected results are. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cholesterol results.

Manufacturer narrative:
The initial MDR 1226181-2014-00221 was filed on april 22, 2014. Additional information (05/08/2014): an investigation performed by siemens healthcare diagnostics concluded that the observed system errors were unrelated to the discordant cholesterol results. There was no instrument or software malfunction. The cause of discordant, falsely low cholesterol results was that reagent 2 of the cholesterol flex was short filled or leaked out, causing no reagent to be aspirated out of reagent arm 1 probe for delivery. The cholesterol flex was not available for inspection. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2014-00221 was filed on april 22, 2014. The first follow-up MDR 1226181-2014-00221_s1 was filed on may 13, 2014. Additional information (05/11/2015): siemens healthcare diagnostics has identified the following two issues using dimension vista intelligent lab system software versions 3.6.1, 3.6.1_mu3p, and 3.6.1sp1. The first issue is that samples may stop processing without notification. The second issue, which can only occur on the dimension vista 1500 system, is unexpected results due to a timing issue that causes a reagent server to temporarily lose synchronization during the automatic removal of reagent cartridges from reagent server 2 to waste a container. In this scenario, incorrect reagent or no reagent delivery may occur. An urgent medical device correction (umdc) was sent to customers within the us in may 2015 and an urgent field safety notice (ufsn) was sent to customers outside the united states in may 2015. The umdc and ufsn are for the dimension vista 500 intelligent lab system and the dimension vista 1500 intelligent lab system and are entitled "information regarding vista software issues." The umdc/ufsn explain these issues and provide actions customers can take if they experience them. Siemens will be providing corrections for these issues in a future vista software version.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a reagent shuttle process error in the system. Siemens is investigating this issue.